Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0120574v, implanted: (B)(6) 2001, product type lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
The consumer reported that the patient¿s wire broke in 2011 and when he turned his head he would get shocked. The wire was replaced ¿a month later¿ with the implantable neurostimulator (ins). However, registration shows the extension and ins were replaced in 2013. It was unclear which date was more accurate. The patient¿s indication for use was essential tremor. The cause of the break and patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.